Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product bi71000847, lot number: unknown g2: foreign country - spain h3/h6: the system was serviced in the field and the door would not open or close. The door was oiled to resolve the issue. Cods b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door would not open or close. There was no patient involvement.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the system service details. It was reported that the issue was replicated during system service at random. Every two or three door openings, the gantry would get stuck and required manual force to open or close the gantry. After the system was oiled, the issue persisted. Additionally, the system is at end of guaranteed service. After several previous repairs, the system will be in end of life.